Manufacturer narrative:
Inratio precision data provided by end-user: date (B)(6) 2013; first inr = 1.8; second inr = 1.3; mean = 1.55; sd = 0.35; %cv = 22.81. Since % cv is more than 20%, the test failed the criteria for precision. In-house therapeutic donor testing has been performed on reported lot 274167 on (B)(6) 2013. Results as follows: donor: 213; inratio: 3.5; inratio: 3.2; inratio: 3.4; ref.: 2.61; bias thresh.:1.61-3.61; %cv 4.54. Donor: 212; 2.8; 2.7; 2.7; 2.02; 1.02-3.02; 2.11. All replicates for each donor are within in the acceptable bias for accuracy. Product %cv less than 16%. Accuracy and precision criteria have been met. No further investigation is necessary. Analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. Retain strip testing results met both accuracy and precision criteria. Product performed as expected. (B)(4). This issue will be subject to tracking and trending. No corrective action at this time as no product deficiency was established.

Event description:
Caller alleged discrepant imprecision results. Results as follows: date: (B)(6) 2013; inratio: 1.8; inratio: 1.3. Time between testing was reported as immediate. Pt previously correlated well with the lab on ame meter a few weeks ago, yielding: inratio=1.6, lab=1.5. For the back-to-back inratio tests performed on (B)(6) 2013, a different hand was used for each test.